Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which is most often caused by a breach in aseptic technique during the pd exchange, based on the reported information, the patient¿s peritonitis is most likely to be associated with a breach in aseptic technique, as reported by the patient¿s nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Event description:
It was reported a patient on peritoneal dialysis (pd) was hospitalized (B)(6) 2021-(B)(6) 2021 for peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius device or product. The cause of the event was reported as unknown. In additional follow-up the patient¿s pd nurse confirmed that on (B)(6) 2021 the patient was admitted to the hospital with peritonitis. Per the nurse, the patient had a pd culture obtained in the hospital but that the clinic does not have the pd culture results. However, the nurse reported the patient¿s nephrologist stated that the patient had culture negative peritonitis (no organism growth). It was reported the patient was treated with vancomycin and ceftazidime (dose unknown) intra-peritoneal (ip)) while hospitalized. Additionally, the patient continued pd treatments in the hospital. Subsequently, on (B)(6) 2021, the patient was discharged from the hospital. The nurse confirmed the patient received 3 additional doses of ip ceftazidime 1 gram in the pd clinic on (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021. The nurse reported the patient has recovered from the event and continues pd treatment with the same cycler without any issues. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.